Event description:
It was reported that the body of a homechoice automated pd set with cassette was broken (cracked cassette body and sheeting). This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h10. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the automated peritoneal dialysis (apd) cassette was cracked. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.